Event description:
It was reported that air bubbles were observed within the cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer performed a supply change to address the issue